Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was not properly removing residual air from the cartridge and was using cold insulin with the pump. The customer was educated on the proper load techniques. To resolve the issue, the caller changed the infusion set and cartridge and resumed insulin administration. There was no adverse impact to the customer's blood glucose level. Additionally, the case was escalated for further assistance after experiencing frequent occlusion issues.